Event description:
It was reported that the progammer would not turn on. Multiple outlets were tried. The programmer was returned for service. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the progammer would not turn on. Multiple outlets were tried. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis found that the programmer would not power up. (B)(4) : analysis found that the cable was out of electrical specification.